Manufacturer narrative:
Device evaluation 1 of 2. Please see MFR report #1627487-2010-02656 for evaluation of device 2. Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02656 for device 2. On (B)(6) 2006, the pt was implanted with an scs system. On (B)(6) 2010, the extension was replaced due to wires broken at the dual connection level. The doctor also replaced the ipg due to suspected end of life (eol). The products will not be returned.